Event description:
It was reported that the pt had difficulty recharging their device and had lost weight creating a large floppy battery pocket. Diagnostic tests confirmed the battery had flipped within the pocket. The pt had a surgical revision of the pocket on (B) (6) 2010; the battery was repositioned and sutured down into the fascia. No complications reported; the pt was to have their staples removed end of (B) (6) 2010.

Manufacturer narrative:
(B) (4).